Event description:
It was reported that the patient cut the patient extension line and had a leak. The patient did not clamp the line prior to cutting it. The extension line was changed. The patient was given prophylactic antibiotics. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient reported that they made a mistake and cut the line causing a leak. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on how to properly handle the disposable set when opening the packaging in order to avoid damage. The guide also states that the user has to inspect the disposables cassette for damage and if damage is found, then the user is to ¿obtain a new disposable set¿ in order to avoid possible contamination of the fluid pathways. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.